Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed a damage in the femoral marker/marker flakes off. Impedance testing shows an electrical open at distal wave form. During image characterization testing, no image appeared in the ilab system. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 12may2016. It was reported that lost image occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. During percutaneous coronary intervention (pci) procedure, an opticross® imaging catheter was selected to view the target lesion; however, it was noticed that lost image occurred during pullback. The procedure was completed with another of the same opticross® imaging catheter. No patient complications were reported and the patient's status is good. However, device analysis revealed a damage at the femoral marker/marker flakes off.